Event description:
It was reported that on "(B)(6) 2009 a patient underwent an anterior lumbar spinal fusion procedure at l4-5 using rhbmp-2/acs and a cage. It was later reported that on (B)(6) 2012 the patient underwent an anterior lumbar spinal fusion procedure at l5-s1 using rhbmp-2/acs and a cage. Post-operatively the patient had significant pain in the area of the fusion surgeries and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.